Event description:
It was reported that the vns patient passed away. The patient¿s device was tested and diagnostic results showed normal device function. The patient was receiving therapy at the time of death. The cause of death is pending autopsy completion.

Event description:
Additional information was received stating that the vns patient was receiving vns therapy and on aeds at the time of his death. The patient¿s device was explanted after his death but was discarded; therefore, no analysis can be performed. The patient did not have any concurrent illnesses or diseases. The patient did not have a history of cardiac or respiratory problems. The patient¿s cause of death was asphyxiation caused by aspiration after a secondary generalized seizure. The patient¿s death was not related to vns. An autopsy was performed. The patient¿s death was witnessed and did not result from drowning or trauma. The patient¿s body was found in a prone position. The patient underwent respective epilepsy surgery on (B)(6) 2004.